Event description:
Related manufacturer reference number: 2017865-2025-17395. It was reported that the patient presented for an unrelated procedure. During the procedure, it was noted that the right ventricular (rv) was mistakenly cut. Post procedure, remote transmission revealed that the rv lead exhibited high pacing impedance, and high defibrillation impedance. Upon interrogation, it was noted that the rv lead and the left ventricular (lv) lead exhibited failure to capture. X-ray imaging was performed and it was verified that the rv lead was cut. The rv and lv leads were explanted and replaced. The patient was in stable condition.